Event description:
It was reported that the pump exhibited a primary audible alarm. No patient injury was reported.

Manufacturer narrative:
A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were not broken or removed, and the physical condition was good upon receipt. Error code was found in the ehl (event history log). The customer reported issue was not duplicated during the investigation, no physical or any other damage was found on the speaker. Root cause for the customer reported issue is unknown as no problem was found. Replaced the speaker as a preventive measure, performed preventive maintenance and all functional testing. A CAPA was created for the primary audible alarm background test issue which is ongoing. The returned product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not required. Service history review identified that this device was last serviced on 05 nov 2021 for an unrelated issue.

Manufacturer narrative:
B5: additional information received, on 16 august 2022. Via email and attached to complaint object. The only information I know of, is the unit came down with a note system failure. I confirmed, the problem. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available. Corrected data, d4: correction: model number: 4000. H4: correction: device manufacturing date: 19-jun-2018.